Manufacturer narrative:
Unit passed basic occlusion test and displacement test. However, unable to prime unit during prime/a33 test due to faulty back pressure sensor (gold). Unable to perform excessive no delivery test and occlusion test due to prime anomaly. Unit received with minor scratches on lcd window. Unit received with no cracks on lcd window. Unit received with cracked case at reservoir tube window corners and battery tube threads.

Event description:
The customer reported that the insulin pump 's screen was badly scratched and difficult to read. The customer also reported that she had been experiencing high blood glucose levels. Blood glucose level at the time of the incident was 200 mg/dl. Blood glucose level at the time of the call was 79 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.